Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Sales representative reported via phone call that the customer had air bubbles in the reservoir. The blood glucose at the time of the incident was unknown. The anomaly occurred with different lots. There were no air bubbles during filling but during use. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.